Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The issue was thought to be due to a helix extension issue. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, this lead was never returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.